Manufacturer narrative:
Evaluation summary: results - the actual device has been evaluated. Evaluation result, error handling fault.

Event description:
It was reported that a device was reporting a service message and that the error did not occur during patient use. In 2009, the device's electronic history file was received and review of the file indicated that for a use thirteen days prior, 2 shocks were required and that each was aborted, reporting a service message. Follow-up with the end customer indicated that the patient was transferred to another defibrillator, however, it was reported that the patient did not survive.